Event description:
It was reported that during a pph procedure, the staples remained open. There was bleeding, but no transfusion was necessary. The procedure was completed by hand suturing. The patient was hospitalized an extra day for monitoring. There were no other patient consequences.